Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. The investigation was unable to determine a definitive cause for the reported issues. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the external iliac artery. The absolute pro stent delivery system was advanced to the lesion and around mid-deployment, the thumbwheel stopped working; however, with some troubleshooting, the stent was successfully deployed. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.